Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. Fse performed troubleshooting and determined that the air flow sensor was out of tolerance. Fse replaced the air flow sensor and retested the unit. The unit passed the est. Fse then performed the required performance tests and these tests passed. Failure analysis of the returned part indicates: the reported complaint of the air flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported the unit failed the airflow accuracy test. There was no patient involvement.